Event description:
Top nerve of finger severed [peripheral nerve injury]. Cut finger on oral-b brushhead while removing it from toothbrush [skin laceration]. Case description: a consumer reported that they, an adult male age unspecified, cut their finger while trying to pull off the brushhead that had been on their oral-b cross action power toothbrush for at least a month. The case outcome was unk. He mentioned that the brushhead was stuck and crusted over with toothpaste on the inside because he does not take it apart and rinse it after each use. No further information was provided. On (B)(6)-2010, received consumer's follow-up e-mail: the consumer reported that the cut was deep and had caused the top nerve of his finger to be severed. No further information was provided.

Manufacturer narrative:
Requested product return on (B)(4)-2010. To date, the reporter has not returned the product; therefore, unable to proceed with product investigation.